Event description:
The customer contacted beckman coulter, inc. (Bec) to report variable cbc results and an h&h check fail message for one (1) patient sample on their coulter hmx hematology analyzer with autoloader. Patient sample results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer attempted to troubleshoot the analyzer with a bec customer technical specialist over the telephone. The customer zapped the aperture, ran quality controls, and ran two (2) different patient samples. Variable results were obtained on all parameters for these samples between mode to mode sampling. The customer stated that the results for the quality controls were acceptable in manual mode but were outside established ranges in automatic mode. The customer was advised to clean and cycle the blood sampling valve (bsv) that was found to be crusty and poorly maintained. The customer reported that cleaning and cycling the bsv had resolved the issue with the variable results. A field service engineer was not dispatched to the customer's site as the troubleshooting with the customer technical specialist resolved the issue.